Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported a screwdriver fractured at the tip. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zfx received one (1) item zfx02hld28, broken for evaluation. Visual evaluation was performed. The screwdriver is broken in the middle of the blade. The whole screwdriver has deep scratches. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was sudden breakage after overtorquing of the screwdriver. Therefore, based on the available information, a device malfunction was established. The screwdriver is broken in the middle. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.